Manufacturer narrative:
The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Device data also shows the last cartridge change occurred on (B)(6)2024 at 5:28pm and no infusion set change was logged. The last infusion set change occurred on (B)(6)2024 at 4:16pm 7 days prior to the event. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. Without more details surrounding the events leading up to this incident, it is difficult to determine the exact cause of this event. However, device data does indicate that a cartridge change was performed at 5:28pm without an infusion set change 17 units were primed through the tubing. It is possible that the user was still attached to the tubing during priming given the intensity and timing of the hypoglycemia in relation to the tubing prime (~30 minutes). The user also has a history of "hypoglycemic unawareness, history of recurring hypoglycemia, and a history of severe glycemic excursions" prior to initiation of the ilet per documentation from their hcp. The user has stopped wearing the ilet and is planning to return the device.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/29/24 an ilet user reported they experienced a low blood glucose (bg) event where they lost consciousness. The event occurred on (B)(6) 2024. The user reported their bg dropped to 39 mg/dl, resulting in loss of consciousness and bruising from a fall in the bathroom. The user regained consciousness approximately an hour later when their dog licked their face, allowing them to crawl to the kitchen and drink orange juice, eventually bringing their bg up to 79 mg/dl. The user expressed frustration with the ilet pump, feeling that it administers excessive insulin and lacks responsive support. The user reported expressed interest in discontinuing the ilet system. The user was advised that their clinical diabetes specialist (cds) and/or remote clinical trainer (rct) would reach out for further support and to review their data.